Event description:
It was reported that during a routine change out procedure, the atrial lead exhibited an insulation anomaly. The lead also exhibited noise, causing inappropriate auto mode switch episodes. The physician used a repair kit to repair the lead. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.